Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were seen near the distal end. Also the coating on the handle is chipped. The insulation was tested for cracked/damages. The insulation passed the insulin scan test. The probable root causes are normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.